Event description:
It was reported that after an ion transbronchial biopsy procedure, the patient developed a pneumothorax. The patient was admitted to the hospital for conservative treatment of the pneumothorax and was reported to be improving. It was unknown if the patient required a chest tube as specific details regarding the conservative treatment rendered were not provided. There were no allegations of malfunction involving the ion system, instruments, or accessories. Intuitive surgical inc. (Isi) has made multiple attempts to obtain additional information; however, as of the date of this report, no new information has been obtained.

Manufacturer narrative:
A system log review could not be performed because an exact event date was not provided. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.